Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior and femoral. Technique/tools: direct traction with locking stylet dotter basket/snare, sheath(s) intravascular counter traction. No complications.